Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The lens tore as it was coming out of the cartridge. The lens was removed. No patient injury. The injector and cartridge model and lot numbers were not specified by the facility.